Manufacturer narrative:
Device evaluation the device was returned with the red safety tab removed. The device was returned with and a kink approximately 26.4cm cm from the strain relief. During functional testing the handle was opened, and it was found that the pullwire was detached. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use everflex entrust self-expanding stent during procedure to treat lesion in the mid superficial femoral artery (sfa). There was no damage noted to packaging. There was no issue note when removing the device from hoop/tray. The device was prepped per IFU with no issues identified. Deployment issue occurred, partial deployment reported. There was not damage to the deployment mechanisms or device handle prior to deployment issue. The lock-pin was removed prior to deployment. The device did not pass through a previously deployed stent. This occurred during delivery of stent. Delivery deployment thumb switch stopped working (moving) mid deployment. Physician manually deployed the stent to complete procedure by pulling on the catheter and deploying the stent. There was no patient injury.